Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 3.50 x 16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislocated from the balloon and got dislodged upon withdrawal in the common core. A non-bsc guide catheter was advanced but was unable to get through it. As it was impossible to remove the stent, it was post dilated in the distal trunk. The patient was treated and the procedure was completed. No patient complications were reported and the patient's status was fine.